Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: a review of the pump black box data revealed loss of prime warnings due to zero- and low, non-zero forces. The pump was exercised for 24 hours with no loss of prime warnings. The force sensor calibration tested to be within specifications. The pump case was removed, and evidence of moisture ingress was found on the force sensor flex. Unrelated to the complaint, the audio bolus button cover ws torn, exposing the slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.